Event description:
Adverse event(s): "suture needed to close wound" (no code available). Product problem(s): "cutting surface on wrong side." (No code available [knife]). The customer reported that the cutting surface was on the wrong edge of the knife. The surgeon continued the procedure using the knife. The pt required a suture to close the wound. The surgeon is unsure if this was related to the knife. Add'l f/u info has been requested.

Manufacturer narrative:
The customer's complaint history was reviewed, this is the first event reported regarding this issue for this facility. The device history records were reviewed and the lots were released based on alcon's acceptance criteria. Root cause: complaint confirmed. The knife was bevel down instead of bevel up. The cause of the failure was that the blade was placed into the assembly and bend machine (abm) racking fixture backwards. It was then bent in the wrong direction on the abm. This nonconformance should have been detected by the finishing monitors. Corrective action: this sample has been shown to all of the finishing monitors that worked on this work order to make them aware of this non-conformance. Quality assurance will monitor related complaints and will take action for further occurrences as necessary. (B) (4). (B) (4).